Manufacturer narrative:
Neither medical intervention nor additional treatment was required. The pt returned for the next regularly scheduled treatment. It was noted that the pt came in for dialysis with a weight lower than post-dialysis. In 2006, a gambro technical services field rep inspected the machine. He found that the machine was operating within the MFR's specifications for mass balance and ultrafiltration accuracy. He also noted that the customer reported that they were observing flowmeter alarms on this machine. He proactively replaced the d1 and d2 flowmeters. The machine was returned to service. 510(k)# is k001156